Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are previous complaints on this device, see complaint # (B)(4) in salesforce. -this complaint was originally opened on cq under complaint # (B)(4). The complaint is being moved over to qos for device evaluation. -the pump was received into inventory on 1/11/2023 and tested on 2/13/2024. The case # (B)(4) was initially opened for three separate pumps that experienced errors, but the serial numbers that went with each were not assigned. The event log of the pump was taken in order to help identify the issue that took place during the infusion. The pump's event log was pulled and reviewed, highlighting several abrupt power-offs in the pump's history, as shown by the code "log_event_on" without the line "log_event_off" before it. This means that the pump powered off on it's own and needed to be turned back on. See event log code below: "event 0: log_event_on time: 13:25:32 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 25 32 00 d5 13 2b 6a event 1: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 2: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 3: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 4: log_event_message time: 165:50:18 invalid bolus key pressed: 0 invalid other key pressed: 1 eventbytes: 09 50 18 00 01 00 80 f2 event 5: log_event_off time: 165:50:18 rmp: 0 reason: log_off_cause_shut eventbytes: 01 50 18 00 00 00 2e 97 event 6: log_event_on time: 02:50:18 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 50 18 00 d5 02 2b 6a event 7: log_event_message time: 02:50:33 invalid bolus key pressed: 0 invalid other key pressed: 0 eventbytes: 09 50 33 00 00 00 80 0c " this event log helps to identify pump # 708668 as the reported pump that experienced a power-off in case # 00055924. The event log will be attached to the complaint, see "sn (B)(6)". The analysis of the returned device is complete. The results are below: this complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2023-15. Reported issue found, device not performing to specification.

Event description:
On 11/9/2023 aaron white, employee of intuvie received an email from (B)(6), employee of dayton physicians network, and the following information was relayed: " (B)(6) (mrn: 521-45-95-44) also had a nimbus pump malfunction with north #4 (newer pump). Her pump was started (B)(6) 2023 and around 4:30am (B)(6) 2023 her pump shut itself off. Pt stated her pump had been beeping off and on but was still infusing. Pt came in, new pump was given with new infusion volume." No further details provided. Infusion took place at home. Patient involved. No patient harmed. Device to be returned. This is complaint 3 of 3. -on (B)(6) 2023 (B)(6) of dayton physicians gave the following extra information: "serial number missing; customer did not clarify which serial number belongs to each device specifically for these 3 complaints. Follow up for clarity has been requested. The 3 sn are: (B)(6)".

Manufacturer narrative:
Upon review the unknown device can not be located because there is no information provided with this device. This complaint and MDR will be reopened in the event the product involved or additional information becomes available.

Event description:
On 11/9/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned. Unaware of device information.